Event description:
Well, as you know I have cervical radiculitis and lumbar issues and I had to have that medtronic stimulator removed due to defective product battery problems I recently had an magnetic resonance imaging of lumbar and cervical spine prior message when I checked in as required by me I thought my lumbar was bad however it's only the cervical which is radiating pain all around including lower body so as which I'm hoping for near future injections in the cervical spine with hopeful minimal invasive surgery for by moderate to severe bilateral neuroforaminal narrowing resulting in weakness and pain as well my cervical spine is straightening from normal lordosis hopefully kaiser permanente fresno will help I'll keep you posted as I will not receive anymore stimulators from anyone I'm not a fan.